Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the anchor site. The patient was extremely skinny. The patient underwent a revision procedure wherein the clik anchor was explanted and was replaced with normal suture sleeves. No malfunction was suspected. The patient was reportedly doing well after the procedure.